Event description:
Pt reports experiencing headache, diarrhea, restlessness, and flushing, pt also reports pump sn (B)(4) shuts off when screwing on battery cap and is not secure. Pt has backup pump. Pharmacy is replacing pump. Reported to (B)(6).